Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a follow-up exam, intermittent loss of atrial sensing and capture was observed. Lead impedance measured >1990 ohms in both unipolar and bipolar configurations.